Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous vessel. Following pre-dilation, a synergy ous mr 2.75 x 38mm was introduced. Resistance was encountered while advancing to treat the target lesion. The stent was deployed and post deployment, a distal edge dissection was noted. An additional stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.